Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 141314, biomet finned stem 40mm, lot # 761940. Catalog #: ep-183660, vangurard ps tibial bearing, lot # 734070. Catalog #: 141275, bioment regenx tibial tray , lot # 977140. Catalog #: 141357, 3 peg series a patella, lot # 71794257. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause for the reported event is determined to be patient's condition which caused the allergic reaction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address an allergic reaction to the metal in the femoral component. Lack of bone growth around the femoral component was noted. No additional patient consequences were reported.